Event description:
It was reported that t-wave oversensing was observed. The patient received inappropriate therapy due to noise. Emi at the time of the episodes was suspected. Noise was not reproducible with isometrics. The physician opted to reverse the rv pace/sense and lv leads in the device header due to the patient's condition. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.